Manufacturer narrative:
Findings: reliability analysis unable to confirm sensors/needles damage due to customer returning the product opened/used.

Event description:
It was reported that a customer has issues with the inserting the needle of their sensor. The pt's blood glucose was unk. The sensor may have been damaged or bent. The customer was sent a new sensor. No further info was provided.